Manufacturer narrative:
Additional information received: patient presented on (B)(6) 2018 with area of epithelial ingrowth in left eye (superior nasal corner) where the flap lift was originally attempted. No visual acuity impacted and no intervention for the ingrowth at this point. Patient complained that eyes are tender and has some dryness. Best corrected visual acuity from (B)(6) 2018. Right eye post-op 20/25 .25 x -.50 x 85, left eye post-op 20/25 .50 x -.75 x 125. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A laser vision correction patient experienced a torn flap at the hinge on the left operative eye resulting in an aborted procedure on the same day of laser treatment. A brief description from the surgery center indicated when lifting left flap, the patient jerked away causing the flap to partially tear at the hinge. The patient¿s chief complaints were of blurred vision and light sensitivity. The procedure was converted to photorefractive keratectomy (prk) procedure treatment the following day. Bcva from (B)(6) 2018. Right eye pre-op 20/20 -2.25 x .00 x 90; left eye pre-op 20/20 -2.00 x -.25 x 45.